Manufacturer narrative:
This product is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.

Event description:
The customer reported that the needles become plugged mid-procedure. They attempted to sift through various needles to identify the issue. No information was received regarding any serious injury as a result of this product issue.